Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No traces of moisture were noted at electronic, motor assemblies or reservoir compartment per visual inspection. The insulin pump was received with cracked case at display window corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's blood glucose was 600 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother performed troubleshooting and did not found air bubbles, leaks and setting issues. The insulin pump will be returned for analysis.